Event description:
Healthcare professional reported a left side deflation device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: a cracked valve seat diaphragm valve and one opening observed on radius side assessed as fold flaw opening. Additional observations: creases were observed. Wear abrasion observed. Yellow particles observed inner the device.

Event description:
Healthcare professional reported a left side deflation the device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation device remains implanted.